Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate reading after filling the cartridge with 275 units. The customer reloaded the cartridge and the fill estimate reading was accurate. The customer's blood glucose level was 153 mg/dl